Event description:
The parent of patient reported that system was not working. In 2002, the patient was seen by the implant center for device evaluation. A cable was replaced at that time and system continued to function. Several days after that visit, it was reported that the system stopped functioning. External replacement hardware was sent to patient however the reported problem remained. In the following month 2002, the patient was seen by a company representative who confirmed that device was no longer functioning. Revision surgery is to be scheduled.